Manufacturer narrative:
Available details indicate that the device was evaluated onsite. The capacitor was replaced resolving the issue. The faulty component is not expected for return. The engineer confirmed the device was operational after repairs were completed and the device remains at the customer site. No further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the energy output is too low.